Manufacturer narrative:
An event of presyncope, hematoma and swelling of the right groin and thigh two days after unsuccessful attempt of laao implantation was reported. Field indicated that 3 amulet devices were attempted to be implanted; however, none was implanted due to anatomy. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the exact cause of reported patient effects could not be conclusively determined. The unexpected medical intervention as a result of transfusion performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 34mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laao) procedure using a 14f amplatzer amulet delivery sheath. The left atrial appendage (laa) depth was 29.6mm. During procedure, the left atrial pressure was 20mmhg and 1500ml volume of fluids were give. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr) and the activated clotting levels (act) were 114-367s and heparin was given. During procedure, the 34mm amulet was noted incompatible with anatomy. A new 34mm amplatzer amulet left atrial appendage occluder and 14f amplatzer amulet delivery sheath were chosen. The 34mm amulet also noted incompatible with anatomy and new 31mm amplatzer amulet left atrial appendage occluder was chosen. The 31mm amulet also noted incompatible with anatomy. None of the devices were implanted due to anatomy. The vascular closure was done by manual compression and figure of 8 stich. Two days after the procedure, the patient felt presyncope and arrived at the hospital. A big hematoma and swelling of the right groin and thigh after frustran try of laao implantation. A pressure bandage done and computed tomography was performed. The patient received one transfusion the patient required prolonged hospitalization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.